Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased from 2.5 years to 4 months in a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or battery reevaluation in 90 days was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased from 2.5 years to 4 months in a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or battery reevaluation in 90 days was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.